Event description:
A customer reported experiencing an alarm 2 due to an occlusion issue, which caused their blood glucose level to exceed 500 mg/dl, displaying as "high."; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. Reportedly, the customer reverted to an alternate method insulin therapy.